Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticm5_13.7 implantable collamer lens, -04.50/+3.5/108 (sphere/cylinder/axis), within the same surgery due to excessive vaulting and significant reduction of irido-corneal angles. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).